Event description:
On (B)(6) 2011, this pt underwent endovascular repair of a dissecting thoracic aortic aneurysm using gore tag thoracic endoprostheses. A few days prior to (B)(6) 2011, the pt underwent vascular replacement of the ascending aorta and descending aorta. Three gore tag devices were implanted distal to the vascular graft in the descending aorta. (B)(4) (lot 8723280) was implanted most distal, close to the celiac artery. The procedure ended. On (B)(6), 2011, follow-up CT showed a type 2 endoleak from the celiac artery. The physician decided to take a watch-and-wait approach. On (B)(6) 2011, coil embolization of the celiac artery was performed to treat the type 2 endoleak. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.